Manufacturer narrative:
The customer reported that their core unit (g9) display started flickering, going on and off, and displaying "check electrode" error message during patient use. No harm or injury was reported. Additional model information: concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: model #: bsm-1753a, serial #: (B)(4). Approximate age of the device: 15 months. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their core unit (g9) display started flickering, going on and off, and displaying "check electrode" error message during patient use. No harm or injury was reported.